Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 167 mg/dl. Customer was advised that the insulin pump may have been exposed to perspiration. Insulin pump will be replaced. Customer declined to return her insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.